Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation in the clinic, it was noted that the right atrial (ra) lead was experiencing myopotentials over-sensing of noise leading to inappropriate automatic mode switch (ams) episodes. No intervention has been performed. The patient was stable.